Manufacturer narrative:
Follow-up # 1 date of submission 8/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/02/2016 with the following findings: the black box and alarm history showed consecutive ¿cs 054/cs 052/cs 012¿ call service alarms on (B)(6) 2016. No activity outside of normal use was observed in the pump¿s black box history. The pump¿s ¿ez-prime¿ steps were performed correctly and no ¿cs 054/cs 052/cs 012¿ call service alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the cgm module. The product performed within specification. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.